Manufacturer narrative:
E1 patient city: (B)(4). Patient country:israel.

Event description:
Reference number (B)(4). Event occurred in israel . On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose and diabetic coma. Patient's blood glucose level was found to 400mg/dl. Patient was treated with IV insulin drip no further information available